Event description:
This ra lead was explanted due to loss of sensing and dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8.5 cm distal to the is-1 connector pin and 42 cm proximal to the lead tip. The returned lead fragments were subjected to an extensive analysis. The visual inspection revealed cuts in the insulation. Furthermore the distal part of the lead was pulled out of the ring electrode, consistent with the reported clinical observation. Based on the characteristics it is reasonable to assume that the observed damage resulted from tensile forces applied during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8.5 cm distal to the is-1 connector pin and 42 cm proximal to the lead tip. The returned lead fragments were subjected to an extensive analysis. The visual inspection revealed cuts in the insulation presumably resulting from the explantation procedure. Furthermore the distal part of the lead was pulled out of the ring electrode, consistent with the reported clinical observation. Based on the characteristics of the damage as well as the provided information, it is reasonable to assume that the lead was subject to mechanical stress during the repeated repositioning procedures due to dislodgements. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.